Manufacturer narrative:
Implant regio 25 and 26 fractured. Constructions have been single implants with each a dental crown. Patient suffered from periimplantitis following bone loss and implant instability. Fracture was caused by mechanical overloading after 18 years in situ.

Event description:
Implant fracture for a dental implant that was phased out more than 5 years ago.

Event description:
Implant fracture for a dental implant that was phased out more than 5 years ago.